Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that the probe button on a ar-9811 apollo fell off during a procedure. Ts: with normal pressure as the button was pressed it came off.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation confirms the coag button is missing from the device. Electro face has signs of usage, in which the holes are clogged. Device memory was check and it was found to be free of errors. During device functioning, device work as intended. The cause of this event is undetermined.